Manufacturer narrative:
H.6. Investigation summary: this complaint is for misidentification of escherichia coli as enterobacter cloacae when using phoenix panel nmic/ID-307 (catalog number 449289) batch number 3213335. The customer did not return isolates or panels but provided phoenix generated lab reports and binary files for the investigation. The customer provided phoenix lab reports show a patient isolate identified as e. Coli and e. Cloacae on the complaint batch. To investigate, three retention panels from complaint batch 3213335 were tested using in house isolate e. Coli enf9924 on a phoenix m50 machine and evaluated for identification results. In addition, two control panels from the same material but different batch were tested using in house isolate e. Coli enf9924 on a phoenix m50 machine and evaluated for identification results. The five panels tested identified the isolate as e. Coli, therefore, this complaint is not confirmed for misidentification. As part of the investigation, bd r&d performed a biochemical analysis/comparison between the bd testing lab reports and the customer lab reports as well as a review of customer provided binary files. The customer submitted binary file confirmed variability in substrate reactions from those expected for e.coli. A corrective and preventive action (CAPA) has been initiated for this issue. The batch history record was satisfactory and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed, and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary.

Event description:
It was reported that while using panel phoenix nmic/ID-307, there was a misidentification. No patient impact reported. Patient # 1: ID as enterobacter cloacae. Culture purity was confirmed. Final ID = e. Coli.

Event description:
It was reported that while using panel phoenix nmic/ID-307, there was a misidentification. No patient impact reported. Patient # 1: ID as enterobacter cloacae. Culture purity was confirmed. Final ID = e. Coli.

Manufacturer narrative:
G5. PMA / 510(k)#: the panel phoenix nmic/ID-307 is an antimicrobial resistance panel that consists of a combination of the following 510k numbers: k020322, k023444, k023634, k023858, k024153, k031530, k031699, k032299, k032655, k033560, k041384, k042932, k052269, k060214, k060217, k060444, k060447, k060447, k061355, k062944, k063301, k063573, k063811, k063824, k071623, k132674, k151320 h.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H3 other text : na.